Event description:
During the device interrogation, it was reported that no info was available from device memory (aida).

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was mfg and used outside the us. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym crt models approved under p060027. Analysis is pending.